Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and vomiting. Prior to hospitalization, the insulin pump was having low battery life and the screen was going blank. It was also reported that during the hospitalization, the insulin pump was displaying all the segments on the screen. Nothing further was reported.